Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned, and an implant was attempted with a 20mm watchman flx closure device and delivery system (wds). Positioning was not successful, and the device was exchanged for a 24mm wds. After release of the closure device, a circumferential pericardial effusion was discovered. A pericardiocentesis was completed to treat the effusion. The patient also had severe pulmonary hypertension and a reaction to protamine which required the patient to be intubated post procedure and admitted to the intensive care unit (ICU).